Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent initial hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2015 due to pain. During dissection, surgeon indicated metallosis was observed. No further information has been received.